Event description:
Customer reports 2 false positive results for two individuals when testing with the cue covid-19 test for home and over the counter (otc) use. This MDR is to document false positive result for individual 2. See (B)(4) for the additional false positive result. On (B)(6) 2022 , individual 2 received a positive result using the cue covid-19 test for home and over the counter (otc) use (cartridge sn not provided, lot 22870l, reader sn (B)(4). Individual 2 tested negative with poct rapid sars-cov-2 by pcr on (B)(6) 2022. Individual 2 had no known exposure or symptoms.

Manufacturer narrative:
Device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were two similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Investigation could not be completed due to lack of information. Customer did not provide cartridge serial number.

Event description:
On (B)(6) 2022, individual 2 received a positive result using the cue covid-19 test for home and over the counter (otc) use (cartridge sn and lot number not provided, reader sn: (B)(6).

Manufacturer narrative:
Correction to b5: lot number was removed. Correction to d4: remove lot number and expiration date. Correction to h4: remove device manufacture date. Correction to h10: remove reference to lot history review for lot number. Explanation for h3: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Investigation could not be completed due to lack of information. Customer did not provide cartridge serial number or lot number.